Manufacturer narrative:
UDI: gtin unavailable; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(6) used the direct link in the operating room. The nursing staff was having a hard time disconnecting the cable between the dircet link and the monitor. They applied a rotational force in an attempt to disconnect the cable. The fin on the cable no longer points straight down. The entire construct was rotated. As a result, the unit no longer receives the signal from the patient monitor. Basically, the module is broken. Surgeon explanted patient's sensor. Bolt remained in place. A new direct link module was hooked up. Sensor re-(B)(4). Implanted thru existing bolt. No delays, no adverse effects.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The product was received and evaluated. The icp module 82-6828 was tested, and it was noted that the two connectors were not aligned as expected. The complaint reported by the customer was confirmed. A DHR review was performed for the icp module 82-6828, s/n: (B)(4) (lot# cvccl1), and the lot met specifications when released on february 25th, 2016. The root cause of the issues were due to an excessive rotational force applied by the customer during the cable connection. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.